Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. It was not reported if the patient was hospitalized for the event. The next day after the onset, the patient began treatment injection (inj) amikacin (250 milligrams, intraperitoneally (ip), once daily) and inj meropenem (500 milligrams, ip, twice daily) for the event of peritonitis. At the time of report, the treatment was ongoing. The patient¿s outcome was unknown. The action taken dianeal therapy was not reported. No additional information is available.